Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012995614); product type: 0195-heart valves; implant date n/a; explant date n/a updated: b5, b7, d10, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) valve in a previously implanted 27 mm non-medtronic (mitroflow) surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed to pre-fracture the surgical valve. Following the implant of the valve, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the depth of implant contributed to the event. It was noted that a 1.5 hour procedural delay occurred. Additional information was received that the first transcatheter valve moved ventricular (14-15 mm depth) during final deployment which caused the valve to not seal the surgical valve due to being deeper than the skirt of the transcatheter valve. Placement of the second transcatheter valve fixed the pvl.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that multiple deployment attempts were made with the starting points ranging from the mid to below the pigtail. Prior to valve movement, the valve depth was at 6 mm on the non-coronary cusp (ncc) and -8 mm on the left coronary cusp (lcc).

Manufacturer narrative:
Updated data: h2 h3 h6 image review: the available patient executive summary was reviewed and was considered adequate to assess the relevant anatomic characteristics. The patient was reported to have a preexisting 27 millimeter (mm) non-medtronic surgical aortic valve (mitroflow) with a measured perimeter of 72.7 mm and a perimeter derived diameter of 23.1 mm, which would be consistent with consideration of a 29 mm evolut valve. Two intraprocedural fluoroscopic media files and three still images were provided for of the event. Fluoroscopic documentation of the valve loading process was not available; therefore, confirmation of appropriate valve loading could not be performed. A prolonged pre deployment balloon aortic valvuloplasty was performed, with imaging findings suggestive of surgical aortic valve expansion or fracture, commonly referred to as bioprosthetic valve fracture (bvf). Bvf is a technique that has been described in the context of valve-in-valve transcatheter aortic valve replacement to intentionally disrupt the surgical valve ring using high-pressure balloon inflation. Bvf is an off label procedure, and medtronic does not promote or endorse off label use of its devices. The transcatheter valve was subsequently deployed to a position just prior to the point of no recapture in an indeterminate fluoroscopic view. Despite visible parallax at the inflow of the evolut valve, the implant depth appeared to be relatively deep, estimated at greater than 5 mm. Following full release, subsequent imaging demonstrated ventricular migration of the valve to an estimated depth of approximately 15 mm, which was reportedly associated with severe paravalvular leak. As a result, a second evolut valve was implanted at a higher position, which reportedly resolved the paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 29 millimeter (mm) valve in a previously implanted 27 mm non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed to pre-fracture the surgical valve. Following the implant of the valve, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the depth of implant contributed to the event. It was noted that a 1.5 hour procedural delay occurred.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.